Event description:
It was reported that the ilet did not charge when placed on the charging pad, and the charging indicator did not illuminate despite correct orientation and use of alternate power outlets; a replacement charging pad was provided for evaluation. Symptoms included no device-related clinical effects. Outcomes included no impact on health or medical care. Investigation included customer technical support review and troubleshooting, including verification of placement and power source, and provision of a replacement charger for further assessment. Investigation of this case revealed a suspected malfunction of the external charger or charging interface, consistent with a charging failure associated with the charger component. It was concluded, based on previously established findings for similar reports, that the cause was likely component malfunction of the charging pad or a connectivity issue between the charger and device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.